Event description:
It was reported that the patient underwent a surgical procedure during which this artificial urinary sphincter was explanted and replaced due to age; no further clarification was provided. No patient complications were reported.